Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct patient identifier is (B)(6); not 2018891 as previously reported. The correct date of birth is (B)(6); not august 8, 1993, as previously reported. This report is filed march 12, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2012, due to extrusion. The patient was reimplanted with a new device during the same surgery.